Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced frequent postprandial hyperglycemia while using the ilet, including a reported glucose value of 255 mg/dl after a late-announced, carb-heavy meal, with guidance provided to announce meals based on carbohydrate content, keep meals consistent to support ilet learning, update weight if increased by more than 15 percent, and avoid announcing meals if more than 30 minutes have passed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.